Event description:
The shunt externalized after developing cdiffcile (cdiff) colitis. There was adequate flow initially. The shunt continued to drain but with low volume. The ventricles were enlarged. The shunt was explanted and replaced with an evd and normalization of ventricle size. Surgeon indicated that the csf cultures were consistenly negative.